Manufacturer narrative:
Concomitant medical products: 5568-45, lead, implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv bipolar lead impedance warning was triggered for the right ventricular (rv) lead due to high and undefined pacing impedance. It was also noted that the pacing impedance and rv threshold was erratic. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a rvtip-to-rvcoil impedance warning, a rv lead noising warning, and lead integrity alert (lia) were triggered for the right ventricular (rv) lead. The rv lead exhibited sensing integrity counter (sic) and oversensing-noise episodes. The rv lead was explanted and replaced. However, it was noted that during the rv lead extraction the atrial lead was dislodged. Therefore, the atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.